Manufacturer narrative:
(B)(4). Approximate age of device- 4 months. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been travelling and complained of a severe headache. Initially, the patient declined to go to the hospital but the patient's spouse called 911 due to an increase in the patient's pain levels. The patient was taken to nearest emergency department (ed) via ambulance. Upon arrival at the local hospital's ed, a CT scan of the head revealed a midline shift from a severe head bleed. The patient was not intubated but became unresponsive shortly after arrival to the ed. Neurosurgery was consulted but the family elected not to pursue surgery. Comfort care was initiated and the patient subsequently expired on (B)(6) 2016 due to a hemorrhagic stroke. The vad coordinator reported that interrogation of the pump could not be performed as the patient was not in close proximity of the implanting center. There reportedly had been no alarms heard and the pump parameters were all within the patient's normal ranges. At the time of the event, the patient's inr was 4.6 (inr goal was 2.0-3.0). The patient's coumadin had been held for three days prior to the stroke and two days prior to the stroke, the inr had spiked due to a possible respiratory infection for which the patient was being treated by the primary care physician (pcp). The patient's inr had previously been therapeutic. No further information was provided.